Event description:
Customer, pt father, is reporting that the pt (daughter) with sleep apnea is noticing a slow leak which is creating concerns with getting proper volumes when being ventilated. The customer has reported that medicare will only allow one tracheostomy tube every 3 months.

Manufacturer narrative:
(B)(4). The customer has reported that the tube is still in use and not available for analysis until he received approval to replace. No sample is available at this time however, if the sample does become available a summary of the investigation results will be provided in a supplemental report. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff related defects to reduce the potential for occurrence during the manufacturing process. Info has been added to the database for trending purposes.